Event description:
The distributor returned this drill with following statement: please do a quality check on this burr. First qa inspection revealed that the drill is broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time reported.